Event description:
It was reported that a malfunction alarm occurred due to an occlusion issue, indicated by alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to disconnect from the site, load a new, empty cartridge onto the pump, and deliver a 9-unit bolus, which completed successfully. As a resolution, technical support provided a one-time pump replacement. The customer reverted an alternate method of insulin therapy.